Manufacturer narrative:
(B)(4).

Event description:
It was reported on (B)(6) 2015 that the patient recently had a battery replacement with a m106 on (B)(6) 2015. It was reported that the patient was hospitalized for psychiatric issues but admitted to pediatric floor due to seizures. The sales representative stated that her normal stimulation was already on at her previous settings and her autostimulation was turned on while she was at the ER because they thought this might help her seizures. He also said that she was not allowed to have the magnet in the hospital to abort seizures because it was also a psych ward and she was not allowed to have that at that time and therefore was unable to use it to abort the seizures. Systems diagnostics were run at the ER and they were within normal limits. There were not any known external factors that led to the increase in seizures. The neurologist has stated that he has not seen the patient since (B)(6) 2015 and has no additional information.